Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that by hcp that since patient was implanted, the wound never healed. Hcp did revision in (B)(6) 2017 and have seen patient every 2 weeks. Hcp said there is always drainage at the site and that patient was treated with antibiotics however culture didn't show infection. Hcp mentioned allergist can't help the patient. A list of implant materials were provided to hcp. No further complications were reported.